Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted successfully. Receiver functional test was performed and passed. A manual functional "try it" test was performed and passed. The receiver case was opened for internal visual inspection and the inspection passed. The speaker resistance was measured and the resistance was within specification for the g6 receiver. The receiver log was downloaded and found no data in the log within the investigation window. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that intermittent audio output occurred. The patient stated he woke up and his receiver was showing a continuous glucose monitor (cgm) value of 3.5 mmol/l with no alarm for a threshold of 4.5 mmol/l and sound mode attentive. He had sugar beanies but had a seizure. His sister called an ambulance. He came out of the seizure and woke up in the ambulance. He had an unspecified blood test and was kept in the hospital for two days. They adjusted his insulin dosage but he does not remember what other treatment was provided. Additionally, the patient reported that he has a history of epilepsy as well; his last epileptic seizure was in (B)(6) 2016. At the time of the report he was stable. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.